Event description:
Pt at home with left ventricular assist device in place. Pt tripped and pulled on drive line. Approx two weeks later the pt noticed the device noise was different. He presented to the hosp. Blood was observed from the air vent. The pump was surgically removed. An abnormal tissue growth on the pumping diaphragm possibly caused the failure. The cause of the tissue growth could not be determined. The pt subsequently expired.